Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2011, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. According to the owner's booklet for this meter, the meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient took no action due to the meter issue. The patient continued to take her oral diabetes medication glyburide. One day afterwards, the patient experienced the symptom of shaking. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. The meter was replaced. The patient did not replace the meter's battery as recommended by the manufacturer. However, the patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.